Manufacturer narrative:
Block b3: exact date unknown, event occurred last (B)(6) 2015.

Event description:
It was reported that patient was experiencing extended ipg charging time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.